Event description:
Boston scientific received, information that (B)(6) days post implant. This lead dislodged, during surgical intervention to reposition and secure the lead tip. The helix hooked on the myocardial tissue rendering the helix mechanism nonfunctional. The lead was removed and replaced, in absence of adverse patient effects. And later returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. However, dried blood/tissue were present around the helix. Subsequent testing did not identify any product abnormalities, that may have caused or contributed to the reported clinical observations. And set screw marks were present on the terminal pin and in the correct locations. Laboratory testing did not identify any lead characteristics that would have resulted, in the clinical observation of dislodgement.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that four days post implant, this lead dislodged. During surgical intervention to reposition and secure the lead tip, the helix hooked on the myocardial tissue rendering the helix mechanism, nonfunctional. The lead was removed and replaced in absence of adverse patient effects and is expected to be returned for analysis.